Event description:
Spontaneous call from IV veletri patient. Per patient, she is currently hospitalized, and began to receive the 'no disposable' error on her pump. The hospital nurse had her change the cassette to her backup pump, and the infusion was running without issue at time of call. Hospital nursing was doing a shift change at the time of call, and as the infusion was already running, we were unable to troubleshoot the issue. Hospitalization was previously reported; patient has been admitted since (B)(6) 2023. Patient was previously contacted about the cassette recall but was unable to check lots due to hospitalization. At this time, it is unknown if no disposable error was due to the cassette recall, a pump problem, or something else. Hospitalization is unrelated to the product issue. No other information provided. No additional information, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump serial number and cassette lot number are unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a, hospitalization is unrelated. Is the actual cassette available for investigation? Unknown, still in use. Did we replace the cassette? No. Did the patient have additional cassettes they were able to switch to? Cassette working at time of call. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Yes. Ongoing? No. Reported to cvs/caremark by: patient/caregiver. Reference report: mw5120336.